Event description:
It was reported the patient experienced hot sweats and vomiting that occurred when the patient came close to his laptop. The patient was on hold with dell to learn if there were magnets in his computer. It was noted the patient¿s girlfriend¿s laptop didn¿t affect the patient. It was then determined the patient had speakers with his lap top that contained magnets. The patient had planned to replace the lap top. The device system was used to deliver morphine. It was later noted the patient was bipolar. The patient was evaluated in the hospital and examination/interrogation of the patient¿s pump occurred. There were no clinical consequences of the event, the implanted device performed ¿fine¿ during and after the event and the patient¿s status was indicated as ¿stable¿. It was later confirmed the magnets in the speakers on the patient¿s laptop were turning off the patient¿s pump. The device system was now used to deliver dilaudid.

Manufacturer narrative:
(B)(4).